Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the recorded bolus deliveries did not match. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump history showed that 1.00 unit of a programmed 2.00 unit bolus was delivered on (B)(6) 2015 at 09:10 due to a partial delivery,user aborted warning. The pump was made to perform a normal 10 unit bolus and a 10 unit audio bolus. Both bolus amounts were fully delivered and accurately recorded in the pump history. No hypersensitive keys were observed with the pump's keypad. The total daily dose correctly showed 20.0 units for boluses. No alarms occurred during a 24 hour duration test. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the expected range. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.